Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The analyst noted this likely contributed to the electrical complaints. Analysis also indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the blood obstruction in the distal conductor prevented the stylet insertion. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant of the right ventricular (rv) lead, multiple stylets had to be used as there was difficulty getting a stylet into the lead. It was also noted that blood may have entered the lead and a lead fracture was suspected. A loss of capture was also noted when "tugging on the lead." The rv lead was removed and an alternative lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.